Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection was found in the ins part of the patient with the implant. It was noted the cause was considered to be that the ins was partially exposed to the body surface, it was presumed that the ins was extruded from the pectoral muscle. The suture hole was fixed through, the non-absorbable suture thread, but the thread seemed to have been broken. Countermeasures of general infectious disease were tried before removal but no improvement was noticed. A removal of the ins was scheduled and performed on (B)(6) 2020. Re-implantation of the ins was scheduled for (B)(6) 2020 and a new pocket was scheduled to be created in a different position from last time. The issue was unresolved at the time of the report.